Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the suspected peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotic for the event. At the time of this report, it was unknown if the patient was recovering from the event. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.